Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital used the device for training purposes.

Event description:
It was reported that upon opening and handing off a ruby coil to the technologist for an embolization procedure, the hospital circulator inadvertently dropped the coil. The ruby coil was dropped prior to its use and therefore, was not used for the procedure. The procedure was completed using a new ruby coil.